Manufacturer narrative:
(B)(4).the device was received and the investigation found the rem high trip point was 22 percent higher at 172 ohms. The cause of the rem calibration failure was isolated to the rf board, but the root cause component was not identified. The rf board was replaced to correct the failure. The investigation also found the fan to be noisy. The fan was replaced to correct the problem. The generator was tested and was found to meet manufacture specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer had reported that the unit was noisy during operation.the initial evaluation found the rem monitoring circuit to alarm higher than the acceptable specification. This out of specification condition may result in the generator not detecting a problem at the pad site. It may also result in the system alarming when no issue exists at the pad site.